Event description:
It was reported that during a routine clinic visit, this right ventricular (rv) lead exhibited loss of capture (loc) and undersensing. Subsequently, the physician suspected that the cause of the loc and undersensing was due to lead damage. A lead revision procedure was performed, the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The rv lead was retained by the hospital.

Event description:
It was reported that during a routine clinic visit, this right ventricular (rv) lead exhibited loss of capture (loc) and undersensing. A lead revision procedure was performed, the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.